Manufacturer narrative:
Additional information was received that there will be no further course of action at this moment.

Event description:
A report was received that the patient's stimulator was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's stimulator was not working. The patient will undergo a revision procedure.